Manufacturer narrative:
The reported incident that cannulated t7 driver shaft, qc fitting autofix 2.0/2.5 was alleged of issue s-11 (breakage during surgery) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on complaint history, it cannot be excluded that the device has reached the end of its serviceable life. The affected item was manufactured in august 2011, 4 years before the reported breakage. Multiple usages, maintenance and reprocessing might have affected its performance. Please note that the cleaning and sterilization guide (ot-rg-1 en rev-2 l24002000 rev. N cleaning & sterilization guide_2015-8332) reads: ''stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. However, for certain instruments end of life has been defined, verified and specified with either a number of uses or an expiration date. [Page 8]'' [original statement(s)]. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported by the hospital to the stryker sales rep that the screwdriver broke during use at the thread level. The customer said this was the 3rd time they faced a breakage during implantation surgeries or revision surgeries. The event was noticed while inserting a screw during a procedure.

Manufacturer narrative:
The reported device was manufactured and distributed by small bone innovation, inc., (B)(4), howmedica osteonics corp.¿s purchased certain assets of sbi on august 1, 2014. Stryker became legal manufacturer of this product on april 1, 2015 and has taken the responsibility for medical device reporting. Device will not be returned. If additional information becomes available it will be provided on a supplemental report. The device will not be returned.

Event description:
It was reported by the hospital to the stryker sales rep that the screwdriver broke during use at the thread level. The customer said this was the 3rd time they faced a breakage during implantation surgeries or revision surgeries. The event was noticed while inserting a screw during a procedure.